Event description:
The customer reported a shock. The pump was programmed to deliver unspecified concentrations of cisplatin and etoposide and the delivery was started. No specific programming parameters were provided. After an unspecified length or time, the pt reportedly received a shock from the device. The customer contact stated it was not known if the shock was an electrical shock or a static shock. The device was removed from the clinical service. Therapy was resumed using a replacement device. No further medical interventions were required. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
Th device passed electrical safety testing. (B) (4)